Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver case was opened for further evaluation. A visual interior inspection was performed and found a defective receiver main pcba u5. The reported event of an overheating receiver was confirmed. The root cause was determined to be a receiver main pcba defective u5.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.